Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional test including pressure test and clear passage test were performed with no issues noted. Priming test results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was obstructed. The set was used with a non baxter closed system transfer device. This issue was identified during chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.